Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was 145 mg/dl. Customer declined to further troubleshoot with tandem technical support, therefore no additional information could be obtained. Reportedly, the customer resumed insulin delivery and has back up manual injections for continued insulin therapy.